Manufacturer narrative:
The single site curved cannula was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the cannula tube was able to move with respect to the bowl feature. The weld that joins the tube and bowl was cracked around the circumference. As orientation of the tube relative to bowl is critical to functionality, the cannula could not be used. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the cannula weld could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the welding on the single site curved cannula has come loose and now rotates. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.